Event description:
Rec'd complaint and summons from pt's attorney, via corporate law dept, allegedling pt experienced a corneal ulcer in her right eye, "resulting in serious personal injuries". No add'l info is available to enable further investigation at this time.